Event description:
It was reported that after cleaning of the he pk dissecting forceps instrument it was noticed that the instrument had a broken cable. The instrument was not used on a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint instrument wasn't working properly is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed.